Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent altitude alarms occurred. The customer's blood glucose level was 169 mg/dl. Reportedly, the customer was ultimately able to clear the alarms and resume insulin therapy. Reportedly, the customer continued to use the pump for insulin therapy but also had manual injections available.